Event description:
A pt was implanted with elevate graft in 2009. Pt experienced flank pain approx 3 weeks post-op. She attended a clinic near her residence. Obstruction to the right ureter was observed and treated by placing a temporary stent. Pt returned to clinic site for her 6 week visit two months later. A week later, the event was resolved by removing the stent and confirming that there was no obstruction to the ureter (via x ray) and pt reported no pain.